Manufacturer narrative:
(B)(4). Date of initial report : 10/15/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a roux-en-y procedure a red light was observed and when tissue was grasped by the surgeon, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved by the surgeon. There was no patient injury. A new dissector was installed onto the system and the case was successfully completed.